Event description:
It was reported that during a coronary ptca treatment procedure, a dissection of the diagonal branch occurred. The intraventricular artery was initially treated with pre-dilatation and stenting with a taxus express2 drug eluting stent. Then the physician attempted to treat a critical, eccentric and very angled ostial lesion of the diagonal branch. He was unable to position the cutting balloon, but was able to cross the lesion with the maverick2 2.5/20mm. He inflated the balloon to nominal pressure and a dissection was noted. The physician used a taxus express2 2.5/12mm drug eluting stent to repair the dissection. He was unable to completely cover the lesion with the stent, due to the characteristics and angle of the vessel. Normal flow was noted in the vessel. There was no enzyme increase and the patient was angina free. The patient status was reported to be "good".